Manufacturer narrative:
The complaint states scrub tech went to adjust external rotation on femoral sizer and spring between pinch actuator broke. A complaint database search did not identify any anomalies. The device was reviewed by bioengineering and a report was received concluding with the information provided at the time of investigation, and without the missing spring returned, it is not possible to establish the root cause of the complaint without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Scrub tech went to adjust external rotation on femoral sizer and spring between pinch actuator broke.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.